Manufacturer narrative:
During evaluation, the reported issue was not confirmed; the image did not have abnormal color. However, as stated in section b5, a scope communication error (e216) observed due to a faulty cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the hd autoclavable camera head showed an image with abnormal color. The device was returned to olympus for evaluation. During evaluation, the device showed a scope communication error (e216) due to faulty cable. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation. The customer reported issue was detected prior to use for a therapeutic laparoscopy. The procedure was completed with the same set of equipment. No adverse effects to patient reported.the customer reported issue was detected prior to use for a therapeutic laparoscopy. The procedure was completed with the same set of equipment. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, poor communication occurred due to cable failure, and e216 error occurred. E216 error is the error that occurs when abnormality of communication between endoscopes and processors occurs (¿when abnormality occurs: how to tell the abnormality and how to handle it¿, instruction manual of otv-s300, chapter 10, section 10.2). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.